Event description:
A tech reported that following intraocular lens (iol) lens exchange, the pt has residual astigmatism. The pt reported his night vision was horrible and that he was experiencing blurry vision. The pt had a history of lasik and radial keratotomy (rk). The surgeon feels the pt has a very weak cornea and even the weight of an eye lid flattens the cornea and changes the pt's visual acuity. As the day progresses, the pt's visual acuity changes due to lack of weight on the cornea. The surgeon believes the pt's visual acuity is fluctuating as much as four diopters during the day. There are three medical device reports associated with this event. This report is for the second lens, left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/23/2011 and 08/25/2011 by fax, and mail. Add'l info was received in a f/u phone call on 08/29/2011. A completed questionaire and medical records were received on 08/29/2011. (B)(4).